Manufacturer narrative:
Clinical review: a clinical investigation was performed. A possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler, the fmc cassette and the adverse event of peritonitis. While there is no allegation or objective evidence indicating a liberty select cycler or fmc cassette caused or contributed to the serious adverse event(s). The lack of additional information precludes the liberty select cycler and fmc cassette from being disassociated as having a possible causal or contributory role in the event(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) clinic nurse reported that a patient has peritonitis. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) clinic nurse reported that a patient has peritonitis. Upon follow-up from the patient¿s pdrn revealed peritoneal effluent fluid cultures were obtained on (B)(6) 2019 and were positive for staphylococcus haemolyticus. The patient was treated as an outpatient, initially with intraperitoneal vancomycin 2000 mg and ceftazidime 1000 mg on (B)(6) 2019. However, the documentation does not state if these antibiotics were continued after receiving the peritoneal effluent fluid culture results. The pdrn reported the cause of the peritonitis was touch contamination. The patient was reportedly having vision problems (specifics not provided), that have since been rectified. Per the pdrn, the event was unrelated to the liberty select cycler. The patient has recovered from the event and continues to undergo ccpd therapy.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis is touch contamination due to vision problems experienced by the patient. The pdrn stated the event was unrelated to the liberty select cycler. Coagulase-negative staphylococci (cons) are reported to account for > 25% of acute peritonitis episodes (2,3). Additionally, staphylococcus haemolyticus can be found on normal human skin flora and in human blood (2,3). Based on the information available, the liberty select cycler and fmc cassette can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or fmc cassette product deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.